Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had black screen with blue enter password box. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was working finely. A technical support specialist (tss) dialed into the station and confirmed that the station was working fine. Then the tss checked the log and there were no issues. The system functioned as intended after technical support specialist tested the device.